Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "suspicion of alcl." Date of alcl diagnosis: unknown.

Event description:
Patient reported "chronic pain." Patient also reported "suffering from sarcoidosis, fibromyalgia, polyneuropathy," "celiac disease" and "have 80% severe disability and am completely retired;" these events are not related to the device. Physician reported explanting device "due to suspicion of alcl," pathological markers not provided. This record is for the left device. Device was explanted.